Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6)-year-old patient (gender unknown), the device issued a "shock advised" prompt for a heart rhythm clinicians believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing, and full functionality testing without duplicating the report. Review of the clinical file for the mentioned timestamp appears to be motion artifact at the timepoint in question, followed by what appears to be a ventricular fibrillation waveform as reported. The definition of pea is pulseless electrical activity - and in order to confirm this, pea requires the ability to palpate for a pulse on the patient. The device does not have the ability to detect a pulse - it can only detect the cardiac electrical signals that represent what may be a pulse. The device was recertified and returned to the customer. No trend is associated with reports of this type.